Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/24/2020. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue? During suture was there any patient consequence or injury? No. What is the condition of the patient? No patient consequences. The following information was requested, but unavailable: what was the name of the procedure? Was the needle piece removed from the patient during the same procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. During the procedure, the suture got detached from the needle. The detached needle was recovered. There were no adverse patient consequences reported. Additional information was requested.